Event description:
Initial reporter indicated that the patient wanted to have their vns removed. Additionally it was reported that the patient had been having side effects with their vns therapy. The patient reported pain and headaches with stimulation and that is the reason they want to have their vns device explanted. Surgery will be scheduled for the patient pending patient funding versus insurance coverage. Good faith attempts will be made for more information pertaining to the reported events.

Manufacturer narrative:
Although a serious injury occurred it did not cause or contribute to a death.